Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed, since there are no physical samples or photographic evidence to verify the condition of the syringe. It is important to mention that no quality events related to the reported defect were found in the batch record during the product¿s manufacturing process. Operating staff will be notified of this event.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 10ml ll bns stopper was damaged / defective. The following information was provided by the initial reporter: material #304657, batch #4340308. Verbatim: rcc received a complaint via email. Complaint #: (B)(4), defect description: syringe issue- contents ejecting, medline part #: 153239, product description: syringe 10ml ll bns, vendor part #: 304657, lot #: 4340308, date reported: 9/29/2025, sample received: no, response needed: summary of findings & corrective actions -- incident reported to the FDA as MDR-30 day. Additional information provided: 1. Could you please provide a further description of the issue? Syringe malfunction led to contents ejecting, 2. What was the medication/fluid in use at the time of the event? Unk, 3. When was this defect observed? During or before use on patient? During use, 4. What was the impact to the patient? No impact, 5. Can you please provide an exact date of event in mm-dd-yyyy format? (B)(6)2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.